Manufacturer narrative:
Concomitant medical devices: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead became "worn" and was capped and replaced approximately a year ago. No patient complications have been reported as a result of this event.